Manufacturer narrative:
Hologic technical support (ts) reviewed logs and suspected the run may have been contaminated; 96 out of 248 samples were positive, and many had rlu values between 600-700. Hologic product applications specialist (pas) reviewed logs and found no issues with kinetics or kit preparation. Customer cleaned and performed environmental swabs as instructed by fas. No further issues reported. Hologic and FDA met on (B)(6) 2021, regarding how to report all "false/discrepant/questioning results" complaints for the aptima and panther fusion sars-cov-2 assays (panther fusion sars-cov-2 (B)(4) aptima sars-cov-2 (B)(4) and aptima sars-cov-2/flu (B)(4). FDA clarified that as part of the conditions for the emergency use authorization of sars-cov-2 assays, manufacturers are required to track adverse events including any occurrence of "false/discrepant/questioning results", confirmed or unconfirmed, and report to FDA in accordance with 21 cfr part 803. Hologic, retrospectively is reporting complaints initiated from (B)(6) 2020 to present.

Event description:
Customer reported one sar-cov-2 tma run, wl (B)(4) using assay lot 276791 on panther instrument sn (B)(4) which had an increase in positive samples. No discrepant results were reported, but customer was concerned with more positive samples than expected in this worklist.